Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: kdr901 ipg, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the atrial lead was undersensing atrial fibrillation (af) waves through the analyzer at 0.25 mv sensitivity. The patient is in chronic af. The atrial lead was capped and was not replaced. No patient complications have been reported as a result of this event.